Manufacturer narrative:
Customer does not wish to return product at this time.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device had run on. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.